Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure approximately one month post implantation due to dislocation. Acetabular liner changed from delta ceramic to constrained liner. No further event information available at the time of this report.